Event description:
Pt implanted with dhs plate and screw fixation on an unk date, returned to the operating room for a staged removal of the dhs plate and screws prior to total hip replacement. Surgeon removed unk number of cortex screws, but was unable to remove the dhs plate from the lag screw. After several attempts, the surgeon decided to leave the implants in place, and closed the pt. Pt has not been re-scheduled for a total hip replacement. This is the second of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.